Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative retrieved the error log files and reloaded the software on the generator cpu. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a communication failure error message. No patient injury was reported.